Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure, resistance was met while advancing the stent delivery system over the guidewire. The device was removed from the guidewire before entering the pt. Upon removal, it was noted the tip had become separated. The procedure was completed with another delivery system.